Event description:
It was reported that the sponge of a minicap was ¿dried out and white¿. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: other ni (previously submitted as patient/consumer) additional information: h6 and h11. H11: the actual device was not available; however, forty-nine (49) companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Iodine was present in each of the minicaps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.